Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer called to report high blood glucose levels. Customer's blood glucose reading was 514 mg/dl. Customer called back and reported a blood glucose level of 417 mg/dl. Customerstated that insulin pump is not working and if her blood glucose goes up any higher she will need to go to the hospital. Advised discontinuation of the insulin pump. Nothing further reported.